Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer stated they would receive the alarms during basal deliveries. The customer's blood glucose was unknown. Customer stated the alarm was resolved by a complete set change in the past. The customer declined to return the reservoir and infusion set for analysis because they already discarded the products. The insulin pump will not be returned for analysis.